Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 80% stenosed, 30x 2.75mm, de novo, eccentric target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. After pre-dilatation was performed, a 2.50x32mm promus element¿ plus stent was advanced to treat the lesion; however, resistance was noted and the device was unable to the lesion. The device was removed from the patient and the procedure was not completed as same device was unavailable. The patient was also given medications. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The tip outer diameter (od) was measured and was within specification. The stent struts at the proximal end of the stent were misaligned and bunched together exposing the stent crimp marks on the balloon material. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).